Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood pressure as well as high and low blood glucose on (B)(6) 2018, with blood glucose of 56 to 57 mg/dl at the time of the incident. The customer was at 300 to 400 mg/dl at the time of admission. The customer used food and glucose tablets to treat. The customer was being hospitalized to figure out the cause of their lows and highs. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.